Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation has found through the device history record search that the mechanism assembly installed on this unit belongs to a different unit. This is an indication that the parts are not original to the device and were installed outside the factor, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.